Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The treatment information was not reported. It was unknown if the patient recovered from the peritonitis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis was due to a breach in aseptic technique. The patient experienced abdominal pain, pyrexia and cloudy effluent as a result of the peritonitis. Treatment for the event included vancomycin (0.5 g, twice a day) and IV meropenem (0.5 g once a day). Dianeal therapy was ongoing and the patient was retrained on aseptic technique. On a later date, the patient recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.